Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during the implant procedure, the physician experienced extreme difficulty to insert a competitor's lead into the atrial port of this device. The physician needed to use an abnormal amount of force to insert the lead, but was able to eventually do so successfully. This device was implanted and the patient was stable with no adverse consequences.